Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by fresenius medical care north america. A peritoneal dialysis (pd) patient (pt) contacted fresenius technical support to report he recently had surgery to replace catheter. Spoke with pd nurse (B)(6) from (B)(6) on (B)(6) 2025 at 5:15 pm cst at (B)(6) and was able to confirm that the patient had surgery on (B)(6), during which the catheter was replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).